Manufacturer narrative:
Part number# 112-70 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that a cut on the tube was discovered when attempting to suction mucus on a patient. The end clinician elected to extubate and reintubate with a replacement tube. The caller could not confirm if the cut was a result of the intubation procedure.